Event description:
The hospital advised that the pump alarmed and displayed channel error. Error code 242.4020, was observed in the error log, which is indicative of a motor stall. There was no patient consequence.